Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated MDR's #1225714-2014-02811, 1225714-2014-02812, 1225714-2014-02812 and 1225714-2014-02813.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and experienced another cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.